Event description:
It was reported that the patient¿s physician completed a hernia repair at the site of the implantable neurostimulator (ins) pocket site and accidentally cut one of the leads. The lead then had to be replaced. The patient status at the time of report was noted as ¿alive ¿ no injury¿. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) in follow-up indicated that the "patient did not have surgery," when asked what the reason for the hernia surgery was and whether it was related to the medtronic device or therapy. This information remains unclear. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).